Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2026-00059.

Event description:
It was reported that an extension of fixation using another company¿s product was planned, and removal of the sequoia system was intended. However, during screw removal using a dorsal height revision tool, the tip of the instrument fractured, and screw removal could not be achieved even with a screwdriver. Fixation extension was therefore performed using screws from another manufacturer, and the sequoia system was secured by manually tightening the closure tops. This is report two of two for this event.